Event description:
It was reported to boston scientific corporation that a polaris loop ureteral stent was used during a ureteral stent placement procedure in the right ureter, performed on (B)(6), 2022. The patient had right ureteral stenosis. In order to remove upper urinary tract obstruction, protect renal function and alleviate clinical symptoms, right ureteral stent replacement was performed under local anesthesia. On (B)(6), 2022, it was noted that the patient had experienced right wrist pain, felt uncomfortable and pain after the stent insertion. The patient was told to drink more water and was given a medication of diclofenac sodium 50mg orally, twice a day. It was reported that the patient was brought back to the operating room at another time to have the stent exchanged. The procedure was successfully completed using a different size of polaris loop ureteral stent. The condition of the patient after three days was reported relieved.

Manufacturer narrative:
Initial reporter facility name: tang county people's hospital/baoding fourth central hospital (B)(4).